Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used ambulatory infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log found a total of 24 high pressure alarms to have been recorded. Sensor testing was performed, and the dso sensor value fell within manufacturing specification. The reported issue could not be replicated. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that during testing of a smiths medical cadd-legacy® pca pump the pounds per square inch (psi) were noted below manufacturer specifications. No adverse patient effects were reported.